Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the synchron lxi 725 clinical system for one patient. A patient sample when tested for accutni gave a result of 23.25ng/ml and when repeated on a different instrument, it gave a result of 0.01ng/ml. The erroneous result was not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was outside the range initially but recovered within range upon repeat. A field service engineer (fse) was on-site (B)(4) 2009. Fse replaced some hardware and performed repairs. Qc was then run with acceptable results. Fse verified repairs per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.